Manufacturer narrative:
One handpiece has been returned to the manufacturer, but the evaluation is not complete. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there were six cases of toxic anterior segment syndrome (tass). The patients were diagnosed at one day post cataract surgery. Additional information has been requested.